Event description:
It was reported that: during the case, the user noted a message was posted from the divan ventilator which the initial reporter believed indicated a leaking condition. The user was unable to ventilate the pt on the machine and used an alternate ventilation device. No pt injury.